Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member was reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 19 mg/dl at the time of incident. The customer stated that the basal rate was programmed accurately. It was unknown if the customer was using auto mode or not at the time of incident. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.